Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the plastic distal end cover was burned by the use of a high frequency (hf) instrument without sufficient distance from the tip. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the subject device plastic distal end cover was burned by the use of a high frequency (hf) instrument without sufficient distance from the tip. There were no reports of patient harm.